Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a bladder procedure, when the first clip was fed to the jaw, the clip ejected. Another device was used to complete the case. There were no adverse consequences to the pt.